Event description:
Facility alleges an adverse reaction occurred immediately after the initiation of treatment. Pt experienced chest pain and shortness of breath. Pt was given sol-medrol 125 mg and benadryl 25 mg by IV. Dialysis was discontinued and while returning the blood, the pt experienced same symptoms (chest pain and shortness of breath) re-infusion of blood was discontinued resulting in a blood loss of 100 cc. Dialysis was restarted with another dialyzer and completed with no further problems. No serious injury reported as a result of this incident. This event involved one pt.